Event description:
It was reported that the needle broke off the customer's sensor while she was trying to install it. Her blood glucose was unknown at the time of reporting. The sensor is being replaced. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.